Manufacturer narrative:
Hydraulic sub-assembly cylinder.

Event description:
It was reported by service report that the cylinder on the hydraulic sub-assembly was leaking. There was pt involvement; however, no adverse consequences were reported.